Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode. Review of device data confirmed episodes were stored to the device over the prior 72 hours though the exact nature was not specified. It was noted that the device exhibited normal operation per programming in the presenting electrogram (egm) and there was no evidence of out of range measurements or unsuccessful automatic threshold tests. No further information is available at this time. This system remains in service.